Event description:
It was reported that an implantable cardiac monitor (icm) exhibited intermittent loss of sensing. The icm was explanted, and a new icm was replaced. The patient was stable throughout.